Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a new device implant. The lv lead impedance was tested through the psa and was within range. When lead was connected to the generator, high impedance was observed. An attempt to disconnect and connect the lead to the generator was made and the impedance continues to be high. The lead was again tested through the psa and impedance was still high. The physician did not observe any damage to the lead. The lead was not used and replaced. After connecting the new lead to the generator, the same problem occurred. The device was also not used and replaced. Physician suspected a device or header anomaly. The patient&#38112;condition was good following the procedure.

Manufacturer narrative:
The reported field events of high pacing impedance and set screw anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomalies could not be determined.